Event description:
Reference number (B)(4). Event occured in the united states on (B)(6) 2025, a kinked infusion set incident was reported. The patient noticed symptoms 3 or more hours after insertion. The insertion site was located on the abdomen. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.